Manufacturer narrative:
The system was used for treatment. A review of kit lot d339 was performed and there were no nonconformances related to this complaint. This lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak? (Centrifuge chamber). No trends were identified. However, a corrective and preventive action has already been initiated for complaint category, drive tube leak/break. Service order, (B)(4), was completed. Service technician cleaned up after drive tube leak, adjusted bowl optics, and replaced upper bearing clip and door seal extrusion. System passed system checkout procedure. Analysis of the returned kit and photos is still in progress at the time of this report. A supplemental report will be filed when this analysis is complete. (B)(4).

Event description:
Customer called to report drive tube leak during buffy coat collection at 1556 ml whole blood processed. Customer stated they were almost done with collecting buffy coat when he heard a noise in the centrifuge and the blood leak alarm occurred. Customer stated patient was in stable condition. Service order, (B)(4), was generated. The kit and photos were received for analysis.

Manufacturer narrative:
The kit and photographs were returned for analysis. Analysis of the photographs and returned kit confirmed the reported blood leak. The cause of the leak was determined to be delamination of the drive tube bearing stop from the drive tube shaft, damaging the components and leading to a leak. The root cause of the bearing stop delamination was not determined. Corrective and preventive actions have already been initiated to address potential root causes of drive tuve delamination. (B)(4).